Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 16-feb-2025, the ilet users husband called to report that the user was hospitalized with high blood glucose (bg) after user had run out of insulin the previous night and had been without it for 24 hours. The husband reported finding the user delirious and urinating on herself after being left alone for a period. He drove her to the emergency room, where she was diagnosed with diabetic ketoacidosis (dka), received intravenous (IV) insulin and fluids, and was admitted to the hospital. The highest recorded bg was 700 mg/dl, with levels remaining elevated for over 24 hours. No long-term health effects were reported, and the user was released from the hospital on (B)(6) 2025.